Manufacturer narrative:
The device has been returned to olympus for evaluation, and the customer's reported problem and the presence of foreign material has been confirmed. Additionally, the device evaluation found a cracked grip, discolored cylinders, a cut in the a-rubber causing leaking, a buckled connecting tube, worn objective lens adhesive, a shaved distal end, and a corroded arm. Additional information has been requested regarding this event. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a deformed evis exera ii duodenovideoscope's forceps control lever that does not move smoothly. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the distal end. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.